Event description:
"Following a 4 hr. CABG procedure, a frail pt, exhibited what appeared to be 5mm electrical burn on the right buttocks at the ground pad application site. It was treated topically with silvadene cream."